Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported truck alarm, which was confirmed and reproduced at start up. It was found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed a white screen and sounded an alarm when the nurse entered in a bolus, during therapy (medication, programmed amount and delivery rate unknown) in the operating room recovery area. The customer reported that the pump was swapped out for a new pump to continue the infusion and that it was "probably a few minutes delay", but it is unknown for sure how long the delay in infusion was. It was also reported there was no patient injury.